Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: the system failed to cut and coag. Analysis conclusion: the reported issue of failure to cut and coag was not able to be confirmed; however, additional failures were identified. Cosmetic damage was identified on the generator housing, and front label. A loose screw and nut were identified on the dc board, with no known impact on functionality. Additionally, software, which was not calibrated, resulted in high output on cut 4 and cut 6. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During analysis, it was identified that the generator software was not calibrated, resulting in high output on cut 4 and cut 6. The issue was identified during analysis, therefore patient information was not requested.